Manufacturer narrative:
(B)(4). The service engineer verified and duplicated the customer reported event. The service engineer replaced the graphic user interface (gui) central processing unit (cpu) and printed circuit board pcb); updated the backlight inverter pcbs, and flashed the software. The unit then passed all performed tests, calibrations and a performance verification test according to the manufacturer's specifications at the time of service.

Event description:
It was reported that the unit had a blank graphic use interface (gu) display and a visual alarm "display gui inop". There is no reported patient involvement associated with this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.